Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported that a patient lost parameter in limit area. It was open for unlimited setting in pulse width, hertz, and amplitude. Suddenly, it was back in normal with limit settings. The whole program was running fine with leads programmed but not he limits. Additional information received from the manufacturing representative reported that there were no patient symptoms associated with the event. Only limit parameters to increase. The limit section was programmed open limits for hz, pulse width, and amplitude. No diagnostics or troubleshooting was performed. The cause of the event was not known. Actions and interventions taken included reprogramming.